Manufacturer narrative:
Investigation results: a partially deployed ultraflex esophageal stent and delivery system was returned for analysis. Visual evaluation of the device found that the shaft was kinked and a shallow groove could be seen on the skived deployment suture sideport. The stent was able to be deployed as received. No other issues were identified with the device. The investigation determined that the groove on the skived sideport indicates that force was used during a deployment attempt. In addition, it was reported that the anatomy was tight. Taking this into consideration, the investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. .

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex¿ esophageal distal release covered stent was to be used in the esophagus to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was tight and was dilated prior to stent placement. According to the complainant, during the procedure, once the stent was 1/5 deployed resistance was felt when pulling the deployment suture and the stent was no longer able to be released. The partially deployed stent was removed from the patient. And the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 26, 2016 that an ultraflex¿ esophageal distal release covered stent was to be used in the esophagus to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was tight and was dilated prior to stent placement. According to the complainant, during the procedure, once the stent was 1/5 deployed resistance was felt when pulling the deployment suture and the stent was no longer able to be released. The partially deployed stent was removed from the patient. And the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.